Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6)2025 and forwarded to millyard advanced medical products, llc on (B)(6)2025. The patient reported that he received a pump failure message and troubleshooting was unsuccessful. The patient did not have a backup pump because he previously threw it away, stating it was stripped and didn't work. No side effects were reported, and the patient did not seek medical attention. Replacement systems were sent. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.